Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. The sensor glucose reading was 72 mg/dl and the blood glucose reading was 45 mg/dl. Customer treated with juice. Nothing further was reported.